Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial #: (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 07-jul-2007, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative on 2019-jun-04 regarding a patient receiving fentanyl (10 00mcg/ml at 269.8mcg) and bupivacaine (20mg/ml at 5.396mg) via an implanted infusion pump. The indication for use was non-malignant pain. It was reported that the patient was not receiving therapy. The pump read 3.5cc drug remaining, but the doctor was able to pull 18cc of drug out. The doctor suspected a catheter blockage/drug crystallization. The doctor could not aspirate the catheter and therefore could not perform a dye study. Surgical intervention occurred on (B)(6) 2019 and included an entire catheter replacement. The issue was considered resolved at the time of report. There were no environmental, external, or patient factors that may have led or contributed to the issue. The patient's status was alive - no injury and no further complications were reported or anticipated.